Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on techniques to press the button effectively, but the problem persisted. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.